Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had issues with their implant ¿like 20 years ago¿, where they couldn't feel stimulation. The patient stated that at that time their wires failed and had to be replaced. The event date was asked but was unknown. No further complications were reported/anticipated.